Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31jul19. The manufacturer¿s international service technician confirmed the reported touchscreen issue and replaced the touchscreen to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touchscreen malfunctioned. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 20oct2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that this touchscreen failed due to multiple resistance failures which were found out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.